Event description:
A customer contacted stryker to report that defibrillation energy level on their device is not as expected. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
The customer provided correct sn of the device. D4 serial, g4 PMA/510(k) or bla and h4 manufacturing date fields are updated accordingly.

Manufacturer narrative:
A stryker service representative performed evaluation of the customer¿s device and was not able to verify the reported issue. After completing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that defibrillation energy level on their device is not as expected. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Section d4 lot/serial no. Of this MDR indicates: (B)(6). Section d4 lot/serial no. Of this MDR should indicate: blank the customer notified stryker that the initially provided sn was wrong. The customer will provide the correct sn; however, the information is still not received. Therefore g4 PMA/510(k) or bla # and h4 manufacturing date were left blank intentionally. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.   Though stryker requested some patient information, stryker will not request any information which can identify, directly or indirectly, a person to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that defibrillation energy level on their device is not as expected. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse patient outcome reported.